Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21949. It was reported that the patient presented to the clinic for a follow up. Interrogation showed the right atrial (ra) and right ventricular (rv) leads were both failing to capture. The patient was asymptomatic. The patient was known to twiddle the device and a chest x-ray confirmed the ra and rv leads had dislodged. The physician explanted and replaced both leads. The patient was stable throughout.